Manufacturer narrative:
Results of investigation: the vyaire failure analysis lab received the suspected device/component and performed a failure investigation.the reported complaint was able to be confirmed and duplicated . This is isolated to tca p/n 16542 s/n (B)(6) (rev. H) drift railed high a/d counts. This issue will be internally investigated within vyaire.

Manufacturer narrative:
Vyaire complaint number: (B)(4). Any additional information provided by the customer will be included in a follow up report.

Event description:
It was reported to vyaire that the avea ventilator after passing est testing gives circuit occlusion and high pressure alarms. There was no patient involvement associated with the reported issue.